Event description:
During peripheral atherectomy of a superficial femoral artery, 2nd pass of device resulted in device malfunction. Device could not be removed manually, driveshaft was cut and pt was sent to the operating room for surgical removal of the device from the leg.